Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed loss of prime warnings with zero and non-zero force. The pump was able to prime successfully during testing and was exercised for 24 hours with no loss of prime. The force sensor was found to be out of calibration. The force sensor resistance was found to be within specifications. No contamination was found on the force sensor assembly. Moisture was found on the printed circuit board and internal components. The pump failed an in house leak test with a display lens leak. Evidence of moisture was in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.